Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the outer body was slightly compressed on its distal shaft. No anomalies were observed with the coating on the outer body. The inner body was returned inside the outer body. There was slight friction when the inner body was being pushed in the outer body. The inner body was cut at 1.8cm from its distal end to pull it out of the outer body. The inner body was slightly bent on its proximal shaft. The stent two struts were separated. The stent was tangled. The functional evaluation could not be performed as the stent was not in the outer body. However friction was noted when the inner body was held stationary and the outer body was withdrawn on the lab bench. Information available indicated that there was resistance when the operator withdrew the outer catheter to deploy the stent and continuous flush was maintained. However, review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
It was reported that during the stenting of the left internal carotid artery (ica) at cavernous sinus to supraclinoid segments, the stent deployed in the guide catheter. The physician removed the stent and the guide catheter as a single unit. No clinical consequences to the patient was reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stenting of the left internal carotid artery (ica) at cavernous sinus to supraclinoid segments, the stent deployed in the guide catheter. The physician removed the stent and the guide catheter as a single unit. No clinical consequences to the patient was reported.